Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 500 mg/dl. The customer stated that she was unable to troubleshoot because she had to get off of the phone call. She was advised to call back in order to further document the event. Nothing further reported.